Manufacturer narrative:
B3-date of event: used the first day of the month of the bsc aware date as the event date was not provided.

Event description:
It was reported that the rota burr was stuck with the rotawire. A 1.50mm rotapro and rotawire drive were selected for use. During insertion, the wire was placed in the vessel, system flushed and the 1.50 rotapro was placed on the wire. It reached a point where it would not advance. The burr and wire were stuck together, and both devices were removed as one unit. The procedure was completed using another of the same devices. There were no complications and patient fully recovered.